Event description:
It was reported that an error message was displayed when an attempt was made to retrieve diagnostics. A software download successfully restored the device. The patient was fine after the event.